Event description:
The customer reported being in the emergency room due to high blood glucose over 800mg/dl. Initially, the customer called regarding the failed battery test. Troubleshooting was performed. Advised the customer to wait five seconds before inserting the new battery. The caller stated that the device alarmed failed battery test. No further information was provided.

Manufacturer narrative:
Intermittent button press noted during testing due to corroded keypad traces. The insulin pump was received with severely scratched lcd window, scratches around casing and cracked battery tube threads. All operating currents are within specification. No unexpected failed battery test alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.